Event description:
It was reported by the rep the device was used during a laparoscopic oophorectomy. It was reported post operatively the pt experienced bleeding. The surgeon re-operated (opened) and noticed bleeding at the staple line. The bleeding was controlled with suture. During the procedure the surgeon used bovie to finish the transection of tissue past the cut line. Electrocautery was used to close. The surgeon noticed no bleeding at the conclusion of the initial procedure.